Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the damaged power switch at the front with exposed internal components was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the maintenance unit exhibited power switch at front was damaged with exposed internal components. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.